Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were air bubbles in the reservoir. The size of the air bubble was 0.5 centimeters. The customer did not store the insulin by room temperature. The rewind was performed with the reservoir in the insulin pump. The no delivery test was not performed. The customer¿s blood glucose level was unknown. They will be sent a replacement. The product will not be returned for analysis.